Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. Power fuses were replaced and grease was applied to the drive worm. The system was tested and operates as intended.

Event description:
The customer reported that when raising or lowering the c-arm of the 7700 system, it would make a loud noise. No patient injury was reported.